Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was difficult to prime during use. The following was reported by the initial reporter: "it was reported that the consumer had pen needles that do not release the insulin during the injection and the were bent before the injection. Verbatim: consumer stated she has pen needles that don't release medication during priming.stated she also had some pen needles that were bent before her injections. Lot #: 0022825, cat#: 320122, date of event: unknown, samples: no, discarded".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was difficult to prime during use. The following was reported by the initial reporter: "it was reported that the consumer had pen needles that do not release the insulin during the injection and the were bent before the injection. Verbatim: consumer stated she has pen needles that don't release medication during priming.stated she also had some pen needles that were bent before her injections.lot # 0022825cat # 320122date of event: unknownsamples: no, discarded".